Event description:
Sensor readings were reviewed due to negative diastolic pressures. It was reported that the sensor is in a pattern of drift and it was recommended that the site no longer use the readings to treat the patient. On (B)(6) 2022 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated and the mean was increased by 25.8 mmhg. Readings will be monitored for stability of the drift trend.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.